Event description:
It was reported the patient experienced a break in aseptic technique further described as a contamination during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The patient was treated at the emergency room and sent home, but was not admitted to the hospital. Treatment included fortez intraperitoneally (ip) (dosage and frequency not reported) and vancomycin ip (dosage and frequency not reported). At the time of this report, the patient was recovering from peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be performed. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.